Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states while inserting the catheter the guide wire would not pass through the catheter because it was occluded. The customer continued with a new kit and there was no harm to the patient.